Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high threshold measurements. It was noted that this patient had complete heart block. This patient underwent a revision procedure in which this rv lead was surgically abandoned and replaced with a new rv lead, which remains in service. No additional adverse patient effects were reported.